Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient eventually got hospitalised due to low blood glucose on (B)(6) 2024. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6004789 in question was manufactured at the reynosa site. Test results: complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6004789 was manufactured according to the wi version 78 packaging in the multivac12, on12/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code no malfunction based on complaint information, harm codesigns of untreated hypoglycemia that patient is unable to self manage requiring intervention by a health care provider (hcp) or requires emergency advanced life, and lot 6004789 and no more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.